Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. A dvd was provided. The dvd was reviewed. Viscoelastic was not added to the fill line per the directions for use (dfu). The lens was not advanced to the fill line initially. The plunger, lens and haptics were in proper positions for advancement. The leading haptic is folded back toward the optic. The trailing haptic is properly folded tucked in the optic fold/looped in the plunger groove. The plunger is advanced just to the edge of the nozzle tip. The device is retracted pulling the optic against the incision breaking the unreleased haptic. The optic is cut into three pieces and removed from the eye. A second device is used to implant the replacement lens. Slightly more viscoelastic was used in the second device. It was not filled per the dfu. The plunger, lens and haptics were in proper positions for advancement. The trailing haptic is properly folded tucked in the optic fold. The plunger is advanced outside the nozzle tip. The lens releases properly. There was difficulty getting the lens to center. The lens is adjusted multiple times with several instruments. The video ends. Based on review of the provided dvd, the root cause is related to a failure to follow the dfu. The plunger was advanced just to the edge of the nozzle tip. This was not far enough to release the properly folded trailing haptic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the corneal edema continues. Hyaluronic acid ophthalmic solution has been prescribed. No further information is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the trailing haptic broke when the iol was implanted. The iol was removed and replaced with another one. The patient had corneal edema. According to the physician, the root of the haptic damage was because it was implanted slowly and it stopped at the iol opening. Additional information was provided that the patient was transferred to the hospital to undergo treatment.